Event description:
Additional information was received indicating that the seizures are ongoing and have not resolved to date. No additional relevant information has been received to date.

Event description:
It was reported that the study patient was experiencing a mild increase in seizures and mild fatigue possibly related to stimulation. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received indicating that the seizures are not ongoing and have resolved. It was reported that the event ended on (B)(6) 2015. No additional relevant information has been received to date.